Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable. System operates as intended.

Event description:
Customer reported the foot pedal is not working and the system will not save images. No patient injury was reported.